Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited high out of range pacing impedance measurements. Additionally, noise was noted on the rate/sense channel which was oversensed and resulted in inappropriate anti-tachycardia pacing (atp). An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.